Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that the needle, with a bit of suture, detached from the patient's left leg assembly as the leg assembly was being thrown. The detachment reportedly occured where hemostats were positioned.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the needle detached from the suture and was captured inside the capio cage. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.